Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose exceeding 600 mg/dl and diabetic ketoacidosis. The patient experienced nausea, cotton month, fatigue, and muscular pain. The patient was treated via insulin drip and insulin pen injections, and her blood glucose decreased to 189 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The customer had a no delivery alarm occur in the past; that alarm was resolved with a set change. The device settings were programmed accurately. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.